Event description:
The customer states that one patient sample generated architect estradiol assay results of 688 and 905 pg/ml (undiluted). The customer then made a manual dilution of the sample and generated a final result of 1161 pg/ml. The customer then ran the sample by the auto-dilution mode and generated a final result of 1266 pg/ml. The customer then ran the sample on a different architect i2000sr analyzer and generated an undiluted result of <1000 pg/ml. A manual dilution run on this second analyzer generated a final result of approximately 1200 pg/ml. Previous results on this patient were 2636 pg/ml and 3257 pg/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k72 that has a similar product distributed in the us, list number 2k45. An investigation is in process. A follow-up report will be submitted when the investigation is complete.